Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, cold insulin was being used in the cartridge. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 442 mg/dl, and was addressed with a correction bolus via the pump.